Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation, and subsequent testing verified the complaint. However, the underlying cause could not be determined. Per the initial evaluation, the weld was broken on the crossmember at the rear of the frame on the right hand side. An expanded evaluation was performed. The expanded evaluation report confirmed that the head spring section crossmember near the right center mounting latch had a broken weld.

Event description:
The caller states the "elbow" area broke at the weld on the right side. The caller stated it's the area that helps with the rigidity of the head spring.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The caller states the "elbow" area broke at the weld on the right side. The caller stated it's the area that helps with the rigidity of the head spring.